Event description:
It was reported when the device was used during a gastrectomy procedure, there was "no" cartridge loaded on the device. Another device was used to complete the case. There was no consequence to pt.